Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had flare ups on his right leg. The patient had stimulation up high the day prior and still felt spasms in the right leg. The patient stated they had bad weather and that could be why. The device was adjusted a couple of months ago, but he needed another adjustment. On (B)(6) 2015, the patient met with a company representative. The patient stated the device had been ¿acting strange.¿ there had been no falls. The patient reported at that time he had no therapy on the left (it was unclear if he was programmed to have therapy on the left). Impedances were run and ranged from 476 ohms to 1466 ohms. Electrode 4 displayed the ??? Error. A reading of 226 ohms was observed with combinations 4/5 and 3/5; combination 2/3 read at 351 ohms. Not using electrode 5 potentially was reviewed, as the current programming did include 5. In addition, the patient stated on (B)(6) 2015, he had an injection and now only felt stimulation in the front of the leg and not the back. The patient noticed this the day after the injection. Follow up indicated that as of (B)(6) 2015, the patient was doing well and had effective therapy.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(6), implanted: (B)(6) 2000, product type extension; product ID 3998, lot # l66311, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient. (B)(4).